Event description:
During a cardiopulmonary bypass procedure, the heart lung console gas delivery module unexpectedly indicated that calibration was required. Manual control of both gas flow and fio2 remained available. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation begun but conclusions have not been reached.